Manufacturer narrative:
Additional manufacturer narrative/corrected data: outcomes attributed to adverse event; type of reportable event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore tag thoracic endoprosthesis (tg3110/06348200, tg3415/06348220) for a thoracic aortic aneurysm rupture repair. During the procedure, axillary artery-left common carotid artery bypass was performed. After the procedure, an inferior limb ischemia was revealed. A thrombus ablation and a vasodilator therapy were performed. On (B)(6) 2009, the patient passed away due to multiple organ failure. No further information was obtained.